Event description:
The customer reported that the system's high voltage cable was cut outside of a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The camera and high voltage cable were replaced. The system was tested and found to be working as intended and put back into service.